Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose which was 561 mg/dl. Customer stated that the pump had insulin flow blocked alarm during delivering bolus. The customer was assisted with trouble shoot and insulin exited while performing fill cannula. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. The insulin pump will not be returned for further analysis.